Event description:
The customer reported low blood glucose levels for the past few days. Troubleshooting was performed, and a bolus of 4.0 units was found in the bolus history. The customer stated that she was shopping at that time, and she did not program that bolus. The customer was very uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.